Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube's cuff leaked air, resulted in insufficient ventilation that lasted for 15minutes, incomplete airway closure, thus difficulty to cure pneumonia, that caused the shock to worsen and the condition to deteriorate. The medical staff measured the cuff pressure several times, maintained the cuff pressure, and ensured the patient's treatment. The patient required ventilator-assisted breathing.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity, 9465e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube cuff leaked air, resulting in insufficient ventilation, incomplete airway closure, and difficult pneumonia to cure, which caused the shock to worsen and the condition to deteriorate. The medical staff measured the cuff pressure several times, maintained the cuff pressure, and ensured the patient's treatment.